Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring- hole for the endoloop wasn't complete. The suture hole in the c-ring did not go all the way through so the harvester could not use it to do an endoloop. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). While the device was not returned to the factory for evaluation, two photographs were provided by the account. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact. . A suture line was observed to be inserted into the one hole on the side of the c-ring. Due to the position of the picture, we are unable to inspect the second hole on the opposite side of the c-ring. No visual defects were observed. Based on the photographic inspection, we are unable to confirm the reported failure mechanical issue; cannula; fitting problem w/cannula".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring- hole for the endoloop wasn't complete. The suture hole in the c-ring did not go all the way through so the harvester could not use it to do an endoloop. A replacement device was used to complete the procedure. The hospital did not report any patient effects.